Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Actual weight (B)(6). (B)(4). The device was returned for evaluation. The whisper guide wire used in the procedure was not returned. A proxy whisper ms wire was advanced through the guide wire lumen without any resistance noted; thus, the reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery, the nc trek was attempted for post-dilatation but the balloon met resistance during advancing over the whisper ms guide wire. The devices were removed from the anatomy together as a single unit. The whisper ms guide wire was used again in the procedure with a different nc trek balloon without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.